Manufacturer narrative:
Investigation: visual investigation: we noticed that the ceramic insulation of both instruments was damaged/cracked and some parts of the ceramic were missing. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5) according to din en iso 14971 is still acceptable. Explanation and rationale: the root causes for cracked and/or broken off ceramic pieces in bipolar rf instruments like in this case is levering during usage or dropping the jaw-dip on hard surfaces. According to tour quality documentations a material failure of manufacturing error can be excluded. Conclusion and preventive measures: based upon investigation results, the root cause of the problem is most probably usage-related. Based upon investigation results, a CAPA is not necessary.

Event description:
It was reported that there was an issue with pm431r-jaw ins. Bip. Maryland diss. Fcps 5/310mm. According to the complaint description, the forceps broken during laparoscopic surgery. The surgeon noticed this and went looking for the blue piece that fell into the patient. The forceps remained functional despite this broken piece. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event /malfunction is filed under aag reference: (B)(4). Associated medwatch reports: pm431r (9610612-2022-00309) 400572162. Involved components: pm450r - handle for bipolar instruments - lot: unknown (400572859). Pm973r - insulated outer tube 5/5mm 310mm - lot: unknown (400572892).